Event description:
This companion caddy was not in use with a pt. The customer reported that she was unable to plug the power cord into the companion caddy. A plastic piece appeared to be broken which blocked the power cord. The companion caddy was returned to syncardia. Initial eval revealed that the cover to the fuse block was broken. This alleged failure mode poses a low risk to a pt because the issue was observed prior to using the companion caddy with a pt. In addition, the reported issue would not prevent the companion 2 driver from performing it's life-sustaining functions. The companion caddy does not control driver functionality. The investigation is in progress, and the results of the investigation will be provided in a supplemental MDR.